Manufacturer narrative:
Clarification to device manufacture date: december 2020. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen¿45 gts event described as "slider pressure was inconsistent and bounced off so implanted with another xen" during implantation in left eye. No eye injury noted.

Event description:
Healthcare professional reported, a xen®45 gts event. Described as "slider pressure was inconsistent. And bounced off, so implanted with another xen", during implantation in left eye. No eye injury noted.

Manufacturer narrative:
Visual device evaluation: unable to verify complaint. Photograph was provided. As such, the functional evaluation was not possible. And the reported complaint condition was unable to be verified.